Event description:
Reporter stated it has been difficult to operate the menu button on the infusion device for the past 4 months and the button stopped functioning 3 days ago. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).